Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's parent reported that the insulin pump went into threshold suspend when the blood glucose was already high and caused the blood glucose to rise. The parent reported that the customer had been having unexplained high blood glucose for the past two weeks. The blood glucose reading at the time of the incident was 435 mg/dl and 398 mg/dl by the time of the call. The customer had an upset stomach and was treated with manual injections. The parent reported that the drive support disk appeared normal and recessed and found no air bubbles or leaks in the reservoir or tubing. The parent was advised to remove the infusion set and stated that the cannula was not bent and reported that the insulin looked good. The insulin pump passed the high pressure test. The parent declined to check the settings.